Event description:
A report was received that during a non-device related back surgery, the physician assessed that the patient's splitter was not working properly as the patient was not receiving adequate stimulation. The splitter was explanted and replaced with a new splitter. However, following the explant, high impedances were noted on the patient's lead. An x-ray revealed that the lead was kinked. The patient will undergo a lead revision.

Event description:
A report was received that during a non-device related back surgery, the physician assessed that the patient's splitter was not working properly as the patient was not receiving adequate stimulation. The splitter was explanted and replaced with a new splitter. However, following the explant, high impedances were noted on the patient's lead. An x-ray revealed that the lead was kinked. The patient will undergo a lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30, serial # (B)(4), description: 30 cm splitter kit. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the physician added a new percutaneous lead to the generator and the infinion lead, splitter, and clik anchor were explanted. The patient was doing well after the procedure. Additional suspect medical device component involved in the event: model # sc-4316 lot # 14541512 description: clik anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.